Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that an interrogation showed high thresholds had occurred on the right ventricular (rv) lead approximately four months prior. The rv threshold was normal at the time of interrogation and over time per rv trends. The rv lead remains in use. No patient complications have been reported as a result of this event.